Event description:
Our patient was scheduled for a generator exchange on [redacted]. The first aspiresr 106 generator was opened and presented to the field. Upon connection, an error was noted by vendor representative [redacted], and the generator was removed. A second aspiresr 106 generator was then opened, but the same error occurred once it was attached. The dr., nurse, and rep performed troubleshooting using manufacturer, vendor, and customer support instructions for both 106 generators. A new lead (pin 2mm 304) was subsequently implanted with assistance from another dr.; however, both aspiresr 106 generators continued to display the same error when connected to the new lead. After further consultation with the team onsite, an additional device, the sentiva 1000 generator, was opened. All participants were in agreement to do everything for our patient to ensure the best possible outcome. The sentiva 1000 successfully connected and was implanted. Also note the patient¿s previous generator functioned without error when tested. Manufacturer response for implanted device, generator aspiresr 106 (per site reporter). Waiting for their response.